Event description:
The customer reported that not all saved images could be recalled, also, all lights on c-arm / workstation came on (lock-up). A re-boot cleared the problem but some saved images were still missing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep arrived on site and was unable to duplicate the problem. He checked connectors, board seating, and power supplies. All were operational. He re-loaded the software. The system operating normally.